Event description:
It was reported that tip detachment occurred. Vascular access was obtained via a bipedal approach using a 4fr non bsc sheath. The target lesion was located in the left anterior tibial artery (ata). A 300cm journey¿ guide wire was selected and inserted to the sheath followed by a 014 non bsc support catheter. The physician noted that the wire had a large long loop, although it was not kinked and was either subintimal or extravascular at some point. The physicians decided they were going to abort the approach. One physician was pulling back the wire through the non-bsc support catheter while the other physician noticed that the tip of the wire was not moving. The physicians realized a section of the wire had fractured and come off. The physician successfully snared the detached portion of the wire located in the ata. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire with no other devices. The guidewire was completely separated at the high torque sleeve/core wire bond. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. The adhesive bond was present on the end of the core wire. The distal end of the high torque sleeve had numerous kinks. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via a bipedal approach using a 4fr non bsc sheath. The target lesion was located in the left anterior tibial artery (ata). A 300cm journey¿ guide wire was selected and inserted to the sheath followed by a 014 non bsc support catheter. The physician noted that the wire had a large long loop, although it was not kinked and was either subintimal or extravascular at some point. The physicians decided they were going to abort the approach. One physician was pulling back the wire through the non-bsc support catheter while the other physician noticed that the tip of the wire was not moving. The physicians realized a section of the wire had fractured and come off. The physician successfully snared the detached portion of the wire located in the ata. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.